Event description:
Affiliate reports pre-op x-ray showed valve opening pressure of 90 mm h2o. During the surgical procedure, the intracranial pressure measured 160-170 mm h2o using a manometer. After a period of time following valve implantation, the pt did not feel well and the valve was explanted. Affiliate reports the valve opened at 160-170 instead of 90mm h2o.